Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 8.0-10.5cm, 24.9-26.3cm, 26.5-27.7cm, and 30.4-63.0cm from the distal tip. The etfe coating was intact at these locations. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Complaint was previously reported as an event observed during analysis. Correction on initial MDR; additional information received confirmed that the event was first observed on december 6, 2016.

Event description:
New information states that during ICD replacement procedure due to eri, externalized conductors were observed on the right ventricular lead. No electrical anomalies were noted and no patient symptoms were reported. The lead was explanted and replaced. Patient was stable after the procedure and continued being monitored with routine follow-up.